Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 50% to 5% while connected to a power source. The customer's blood glucose was 130 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.